Event description:
The physician attempted closure of the arteriotomy in 2000 with the closer tsl 6fr device. After deployment a moderate amount of oozing was noted. The guide wire was left in place, and the knot tightened around the wire. Complete hemostasis did not occur, and compression was held. The physician decided to reintroduce a sheath, and experienced difficulty in doing so. The suture was broken and removed, after which they were able to introduce a 5 fr sheath. This was exchanged for a stiffer guide wire and a 8 fr sheath, but pulsitile flow was still occurring from the site. A fluorogram revealed a large pseudoaneurysm, and the pt was taken to surgery for vascular repair. The surgeon noted that there was previoulsy unnoted plaque proximal to the access site, and that the puncture was extremely lateral. The surgeon felt these contributed to the difficulty in achieving closure. The pt reportedly received two units of blood and antibiotics. As of 12/2000 the pt was reported to be improving.